Event description:
The pt reported, erratic blood glucose readings from 54-584 mg/dl with her recommended range being 100-125 mg/dl. She stated, her only symptom is frequent urination. She said, when she tested her blood glucose it was 584 mg/dl. She stated, she bolused 4 units of insulin though her insulin infusion device, but her blood glucose did not decrease. She said, she waited 2-3 hours and bolused 3 units of insulin and then her reading dropped to 54 mg/dl. The pt stated, her infusion device is also giving e3 (automatic off) messages more frequently. During troubleshooting, the pt stated she changes her infusion set every 2-3 days. She was advised that recommended use of her infusion set was no more than 2 days. The pt said, she does not allow insulin to reach room temperature before using and was advised to do so. The pt stated, she previously reported an insulin leak in her cartridge compartment and she has had erratic blood glucose readings since that time. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.